Manufacturer narrative:
The local area field representative has been contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker system was notified of a three second pause. This product remains in service. No adverse patient effects were reported.